Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the emergency room after multiple device shocks. Upon interrogation and x-ray, it was noted that the patient's right ventricular lead had pulled back into the right atrium. The lead delivered anti tachycardia pacing followed by two shocks when it interpreted the atrial fibrillation as ventricular fibrillation. As the patient was device dependent, they suffered severe bradycardia as the implantable cardioverter defibrillator was oversensing and underpacing. The device was reprogrammed. The patient is stable with plans to revise the lead.

Event description:
New information received notes that the issue was resolved. The patient's right ventricular lead was explanted and a new lead was implanted. The patient tolerated the procedure well and there were no complications.

Manufacturer narrative:
A complete lead was returned in one piece. The damage found was sustained during the surgical procedure. Analysis was normal. No anomalies were found.